Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh excision on (B)(6) 2010 due to erosion .

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with bladder neck suspension due to stress urinary incontinence. The patient experienced infection, urinary problems and bleeding. On (B)(6) 2010, the patient underwent revision of mesh and trimming of extra mesh due to experienced pulling on mesh. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.